Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e207 error code was displayed due to failure of the emergency lamp. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the spare lamp was defective and the e07 error code seen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source had the spare lamp off with an e207 (emergency lamp malfunction) report and the main lamp on. The issue occurred during the reprocessing before the therapeutic cholecystectomy with no delay and completed with another similar device. There were no reports of patient harm.